Manufacturer narrative:
The company service representative examined the system and was able to replicate and confirm the reported event. The bag pressure sensor was out of range. The company service representative recalibrated the bag pressure sensor. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the bag pressure sensor being out of range. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing low vacuum, intraocular pressure issues, and irrigation issues during multiple surgeries. The cases were completed without patient harm.